Event description:
Caller reports back to back testing to a professional meter while using the advantage system with results of 420mg/dl on customer's meter and 119mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in customer's advantage system. Please see medwatch is for suspect device in professional advantage system.